Manufacturer narrative:
Continuation of medical devices: dtba1qq ICD (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for a low pacing impedance. The alert was changed to monitor only as the impedance had been stable. The lead remains in use. No patient complications have been reported as a result of this event.